Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that when the patient returned for follow up approximately 2 years 10 months post implant, renal stenosis and proxim al stent graft migration was observed. The renal stenosis was reported to be possible due to stent graft oversizing and proximal migration. As per the physician, the cause of the event was possible oversizing of the stent graft for the patients anatomy. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Initial reporter updated. If information is provided in the future, a supplemental report will be issued.